Event description:
Needlestick injury due to inappropriate operation of lock part of the safety mechanism. While the nurse was handling the device, which safety mechanism was locked, the needle came out again and stuck the nurse's finger. After the incident the safety lock mechanism was confirmed and it was actually locked and the needle did not come out again. The patient to whom the device was used on had (B)(6).

Event description:
When the dialysis treatment was completed, the staff began removal of the avf needle from the patient's access, when activating the safety mechanism and pulling the needle out to house in the sheath, the needle slid completely through the safety guard leaving the needle exposed. No injuries, medical interventions or hospitalization were reported due to this incident. No further information was provided.

Manufacturer narrative:
Investigation on retained samples in progress. Pending actual sample from customer. 2/28/18: initial manufacturer report number 8041145-2018-00008 was submitted in error with the incorrect report on 01/17/18. That report was later revised on 01/18/18 and resubmitted with corrected manufacturer report number 8041145-2018-00003. This follow up submission is to confirm that this submission is not a duplicate and has the correct report with the correct manufacturer report number 8041145-2018-00008 and importer report number 1056186-2018-00008. 4/20/18: in section h3, changed response to yes since samples were returned and investigated by our factory. Added method, results, and conclusion codes to section h6. Attached final investigation report on retained and returned samples.

Manufacturer narrative:
Investigation on retained samples in progress. Pending actual sample from customer. 2/28/2018: initial manufacturer report number 8041145-2018-00008 was submitted in error with the incorrect report on 01/17/2018. That report was later revised on 01/18/2018 and resubmitted with corrected manufacturer report number 8041145-2018-00003. This follow up submission is to confirm that this submission is not a duplicate and has the correct report with the correct manufacturer report number 8041145-2018-00008 and importer report number (B)(4).

Event description:
When the dialysis treatment was completed, the staff began removal of the avf needle from the patient's access, when activating the safety mechanism and pulling the needle out to house in the sheath, the needle slid completely through the safety guard leaving the needle exposed. No injuries, medical interventions or hospitalization were reported due to this incident. No further information was provided.